Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the level sensor would not reset. A "reset" error message was observed, and audible tones were heard. The user cleaned the level sensor, and the device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.